Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope image blackout. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: forceps channel pinhole, connector corrosion, insufficient angle, light guide snake tube scratch, scope-connector is sticky due to water leakage, due to wear of angle wire, bending angle in up direction does not meet specifications, and universal cord has a scratch. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image blackout was that the defect of the image sensor unit, the failure of the internal circuit board of video connector, or the system caused the event. Olympus will continue to monitor field performance for this device.